Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left half of the programmer screen would not respond to the touch pen and the pen could not be calibrated to be accurate. It was also reported that the radio frequency (rf) programmer head did not work. The rf head had no lights on it when it was connected. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus/cursor did not align on screen; bezel/overlay assembly found out of electrical specification. Analysis also found the keyboard connector was loose on the mpu (main processor unit) printed circuit board assembly. Media bay door was found damaged and one latch tab was found broken on the power cord bay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.